Manufacturer narrative:
Device evaluation summary: a stylette was loaded in the device. It was not possible to remove the stylette. The device was placed in the waterbath to aid removal of stylette. It was not possible to removal stylette on removal from bath. The proximal stent wraps were positioned correctly at the proximal markerband. The distal stent wraps were positioned over the distal markerband due to stretching of the stent. Deformation was evident from the 1st to the 16th distal stent wraps with struts bunched and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel as the loaded stylette could not be removed. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 92% stenosis located in the right coronary artery (rca). The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.